Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted an unknown implantable collamer lens into the patient's eye on an unknown date. Reportedly, "after surgery last week, the patient reported a 2.5mm pupillary miosis with no light-reaction in one eye and a greater decentering than usual. After a week, the lens remains off center and the pupil is now approximately 4.5mm with a low reaction to light. The doctor has followed up on the case and the patient already has normal pupillary dynamics (after a week). The lens remains in the patient's eye and all pupillary values are normal." To the best of our knowledge the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.